Event description:
Caller states the patient tested 5.9 inr on coaguchek xs plus system 1, and 3.5 inr on coaguchek xs plus system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however, the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 22222111, expiration date 02/28/2015). (B)(4). Device will not be returned to manufacturer.